Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (electrode belt unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was not communicating with a monitor.

Manufacturer narrative:
Supplement report: device evaluation of electrode belt sn (B)(4) was completed. The cause for the electrode belt's inability to communicate with a monitor was isolated to a shorted u723 component on the distribution node pca. The root cause for the shorted u723 component could not be positively identified. Initial report: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (electrode belt unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was not communicating with a monitor.